Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock needed an impella cp device for mechanical circulatory support. It was reported that the white connector cable was plugged into three (3) different controllers and got "controller error" alarm. The original pump was never inserted into the patient and a new pump was opened and successfully implanted.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed insufficient adhesive. The root cause of the of the case start issue was an open fiber line due to insufficient adhesive. The pump sensor passed manufacturing testing per lot traveler review. This report is being filed as part of a retrospective review of historical records.